Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2008.according to the complainant, the patient experienced erosion, pain, and urinary tract infections post procedure. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient required surgical intervention but the details of this are also unknown.all other information is unknown. Attempts to obtain additional information have been unsuccessful.